Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed stuck button. Blood glucose value was not provided at the time of the incident. Customer stated it happens everytime they were on airplane travel. The button was not pressed for more than 3 minutes or longer. It was explained to customer the atmospheric pressure changes that may become the keypad unresponsive for sometime. The insulin pump will be not be returned for analysis.